Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/2/2020. A manufacturing record evaluation was performed for the finished device lot number am8300, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: the delay due to this incident is unknown. The device is not available. The customer thinks that there is a problem with the wire or its use or the user. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please clarify what do you mean by "the suture had to be re-performed"? Please explain. The suture had to be performed again (a second time because the issue occurred during the first attempt). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? How many minutes does the procedure was delayed? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The thread pulled off the needle, causing delay and another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.